Event description:
Unable to retrieve tampon from vagina [foreign body in reproductive tract]. String on tampon broke [device breakage]. Case description: consumer reported via email that the string on the tampon broke, and she was unable to retrieve it. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.